Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. "The complaint of a leak in the infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in safestep infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier ha.s been notified of this event. " h3 other text : evaluation findings are in section h.11

Event description:
It was reported that the leakage occurred during chemo medication infusion. Leakage occurred between tube and hub, then user replaced with a new one. Additional information received 14 june 2023: normal saline leaked between the tube and the hub. There was no mucosal exposure. It was reported this occurred with three devices. Only one sample was returned for investigation, this report addresses that sample.

Event description:
It was reported that the leakage occurred during chemo medication infusion. Leakage occurred between tube and hub! Then user replaced with a new one! Additional information received 14 june 2023 normal saline leaked between the tube and the hub. There was no mucosal exposure. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.